Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. A batch review was performed for potentially associated lots (h10f20029) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of ongoing (B)(6) infections and bacterial peritonitis with culture positive for staphylococcus in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient was diagnosed with (B)(6) infections, which were ongoing. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. It was unknown whether the events resolved. Further information was obtained from the pd nurse on (B)(4) 2010. The nurse believed that the abdominal cavity was colonized with these "bugs" and the patient continued to get the same infections over and over. On an unreported date in 2010, pd therapy was withdrawn and the pd catheter was pulled out. On an unreported date in 2010, the patient was switched to hemodialysis. The patient was recovering from the events.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.